Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Abbott technical support reviewed device session records and alleged the battery depletion was normal. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device was received with normal telemetry communication and battery at end-of-service level. A device longevity calculation was performed and revealed the battery depletion was premature. Functional testing was performed and no anomaly was noted other than low battery level. The device was cut open to enable further testing. Further testing after replacing the battery revealed no indications of high current drain. Battery analysis by the manufacturer revealed lithium cluster formation within the cell. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion and slow charging was caused by a lithium cluster.